Event description:
Nurse started IV on back of pt's hand. Activated safety device. Floated catheter into pt began to notice leaking at site of insertion, after attaching IV line. Removed catheter to inspect site. Observed part of catheter missing. Physician performed "cut down" approximately 25 minutes later.